Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2021-06187, 2017865-2021-06188, 2017865-2021-06190, 2017865-2021-06191, 2017865-2021-06192, 2017865-2021-06194. It was reported that lead dislodgement was observed on the left ventricular (lv) and right ventricular (rv) leads implanted on (B)(6) 2020. The leads were explanted and replaced on (B)(6) 2020. On (B)(6) 2021, chest x-ray confirmed new atrial, rv and lv leads dislodgement. The leads were explanted and replaced on (B)(6) 2021. In the next morning device interrogation, the new ra, rv and lv leads were also dislodged. Loss of capture was noted on the these leads. The physician stated that the dislodgement might be due to pocket position and vein access point. The new leads were explanted on (B)(6) 2021. New leads implant was mentioned. The patient was stable after the procedure.